Manufacturer narrative:
(B)(4). Concomitant medical products: liner elevated rim 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell, pn 00875201136 ln 63831436; bone scr 6.5x20 self-tap, pn 00625006520, ln 63920043; bone scr 6.5x50 self-tap, pn 00625006550, ln 63885447; allen plug hdpe/baso4 14c/28fl, pn 00-8011-020-28, ln 63891164; cpt 12/14 stem size 3 cocr, pn 00-8114-003-00, ln 63419976; continuum tm shell clust 54 jj, pn 00-8757-054-01, ln 64049185. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-05486. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate. The reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure due to infection approximately one month post implantation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.